Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported experiencing a low event the previous night, followed by high blood glucose (bg) readings during the call. At the time, cgm (libre 3+) showed 332 mg/dl. The patient stated they had eaten pizza the night before and announced the meal, but subsequently experienced low bgs the morning of (B)(6) 2025. Report review showed the patient went to bed with elevated bg, prompting pump correction boluses, after which bg trended low. The patient had changed supplies and eaten breakfast to correct the low, which then caused bg to rise significantly. The agent instructed the patient to test the tubing, which showed insulin drops present. When removing the site, it was found to be bent. The agent recommended replacing the site and advised following ketone action protocol (kap) if ketones were present. The patient confirmed understanding. A follow-up was scheduled for 90 minutes later. The patient experienced shakiness at low bg and no symptoms at high bg. No medical intervention reported at the time of call. On 08/12/2025, it was confirmed that the patient¿s bg had stabilized.